Event description:
It was reported that (1) device was used during a tapp procedure. It was reported by the affiliate that the ems did not fire any staple out. Another ems instrument was used to complete the case. There was no consequence to the pt.